Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2006 with a medtronic sprint fidelis defibrillation lead (under recall). Upon scheduled follow-up, the physician observed several noise oversensing episodes recorded in the implant memories. No inappropriate therapy was delivered.

Manufacturer narrative:
(B)(4). The oversensing episodes recorded were mostly transient, non sustained episodes which did not trigger any therapy (because they were non sustained). Such oversensed events could result from strong external interference, specific pt activities, myopotential sensing or a ventricular lead / connector issue. Non of them could be confirmed.